Event description:
It was reported that the medic did not wait for a partner to offload the patient, and when the manual release handle did not work the electric lift lower buttons were used causing the leg of the cot to lower down onto the step of the ambulance that did not get folded up and placed out of the way. This caused the cot to tip over with the patient. It was reported that the patient was taken for x-rays to check for additional injuries however only received scrapes around the upper body and torso.

Manufacturer narrative:
It was identified that the manual release was working intermittently during the evaluation of the device. Although manual release had intermittent functionality the device was still operational electrically. User error was the most likely the cause to the tip event.